Event description:
It was reported that atrial lead insulation was broken. All electrical values were normal but the physician elected to turn off the lead and program the device to vdd.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.